Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of admission was 20 mg/dl. The customer was admitted to the hospital and she has an infection. The customer cause of low blood glucose was giving to much insulin. The customer reported via phone call that the insulin pump had delivery anomaly. Customer's blood glucose at time of incident was 400 mg/dl. The customer performed displacement test and test passed. The customer is no longer concern about a delivery alarm. The customer was advised to monitor pump and blood glucose. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was treated for high blood glucose with pen. The customer was advised to speak to health care provider about the low blood glucose. Customer declined to troubleshoot for high and low blood glucose.